Manufacturer narrative:
(B)(4). The sample was received for evaluation. Initial inspection did not confirm the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Event description:
The customer reported to baxter (B)(4) that a buretrol set had a roller clamp that did not close. The condition occurred during priming. There was no patient involvement. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned for evaluation. Visual inspection was performed and no faults were found. Functional tests were performed. A leak test was carried out under water at 8 psi for more than 5 minutes, there was no evidence of a leak, and the roller clamp was found to be functional. The reported condition was not confirmed. The root cause was not determined. Should additional relevant information be received, a follow-up medwatch will be submitted.